Event description:
It was reported that customer experienced repeated cartridge alarm 20 events during pump load process, including with consecutive cartridges, despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer transitioned to multiple daily injections as backup insulin therapy, to place pump into storage mode, and to return pump using prepaid label, while technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.